Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the implantable cardiac monitor had loss of contact in the pocket and a false asystole episode. The implantable cardiac monitor remains in use. No patient complications have been reported as a result of this event.